Event description:
Using the 12mm fios optiview, the abdomen was entered under direct vision and pneumoperitoneum was established at 15mmhg. The zero degree laparoscope was then switched out for a 30 degree scope. As the surgeon was inserting the kii fios first entry 5x100mm device (ref:ctf03, lot 1231828) into the patient, the trocar (inner sheath) broke in two. Both pieces were retrieved and another first entry device was opened to the field and used. The procedure was completed successfully without patient harm.